Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level ranging from 397 mg/dl to above 500 mg/dl. Reportedly, the cause was unknown, however review of customer data by tandem technical support indicated that the customer did not complete the loading of the pump supplies correctly which suspended insulin. Bg was addressed via a manual injection, and supply change. The customer was instructed to consult with healthcare provider regarding bg level.